Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the blue handle is slightly above its expected position. Additionally, the proximal end of the internal rod displays signs of impactions. No breakage was found on the device. The observed condition of the device appears to be a result from a combination of heavy use and exposure to unintended forces as nicks can be seen on the proximal end of the rod suggesting that it was hit with another tool that might have contributed to the migration of the blue handle. However due to the low frequency of this occurrences and not suspecting any design issue, a definitive root cause cannot be established. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the metaglene holder internal rod would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was discovered before the case that the metaglene holder was broken. Another metaglene holder was located and used. There was no negative impact to the case, nor was there a delay. Upon visual examination of the device, the manufacturer noticed that the shaft has fallen and is apart still attached.